Event description:
It was reported via repair work order that the power cord was missing the ground pin. It was also reported that the auxiliary power cord had damaged sheathing with exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.